Manufacturer narrative:
(B)(4). Evaluation, results: death. Other - root cause undetermined.

Event description:
Two endeavor sprint rx drug-eluting stent were implanted in the proximal rca as part of the index procedure. Patient was discharged the day after the index procedure. The patient's cardiac status at 30 day follow-up was silent ischemia. Seven weeks later, a non-target vessel revascularization was completed, with an endeavor sprint rx drug-eluting implanted to the proximal lcx. The patient was asymptomatic at 6 month follow-up stage and had stable angina at the 2 year follow-up stage. Approximately 2 years, 8 months after the index procedure, a sudden death occurred. No further information was provided. The investigator did not assess the relationship of the event to the study event. (Ref MFR # 9612164-2011-00270 and 9612164-2011-00271).